Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose was 35 mg/dl. The customer stated they had over bolused for their lunch, causing their low blood glucose. The customer stated they treated their blood glucose with soda and dextrose. Customer stated they were not hospitalized, but had to call the paramedics. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.